Event description:
The hospital reported that during a mutliple graft procedure, three heartstring seals did not unravel completely during removal. Two anastomoses were not damaged during removal. For the third anastomosis, the surgeon used a couple of stitches to repair the tear that had occurred during seal removal. No other patient complications were reported. This report is for the second seal that did not unravel and it was removed without damaging the anastomosis.